Event description:
It was reported that the table drives down on its own. No injury reported. A field engineer was dispatched to the site and determined the table control board and table control switch needed to be replaced. Once this was completed the system was working as intended.